Event description:
A customer reported a heat and electrical issue with their pump, which overheated and became hot to touch. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, instructed the customer on how to put the pump into storage mode, and facilitated the return of the problematic pump with a prepaid label. The customer planned to continue using their current pump in the meantime.